Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on an unknown date. During the procedure, it was noticed that there was no pressure reading on the syringe when the balloon was attempted to be inflated. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).